Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, there was a left ventricular (lv) lead inner lumen issue. The physician felt resistance passing the guidewire through the lead inner lumen. After advancing the lead into the vein, the guidewire got stuck and the lead failed to retain the wire. The lead was removed, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The guidewire was damaged. The guidewire was kinked/buckled. The lead accessory was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted there is only the distal segment of the guidewire stuck in lead. The proximal end of the guidewire segment showed a cut, the guidewire was kinked. Visual inspection showed the distal end of the lead obstructed by guidewire stuck in the distal tip nose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.